Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was collected from the device save to disk and analyzed. The analysis revealed, low battery alerts and a voltage of less than or equal to 2.6251 with recommended replacement time recorded on (B)(4) 2012.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator early. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products- 5076 implantable pacing lead: (B)(6) 2006. 6945 implantable tachy lead: (B)(6) 1998. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.